Event description:
"Pt suffered cardiopulmonary arrest and acute mi on 5/1/97. Was intubated and placed immediately on ventilator. Pulse remained -40, required placement of external pacemaker. Pt remained unconscious-had seizure activity-was re-positioned q2h-pt has large pendulous breasts. Pacer on almost continuously-up to 90 ma. Family elected pt be 'dnr'-pt extubated and vent off 5/3/97- pt repositioned -a 1 3/4 x 2 cm full-thickness burn noted off the right side of xyphoid's center area-(burn occurred at edge of pacer pad)".